Event description:
A (B)(6) male pt contacted zoll lifecor customer support service to report that his battery charger did not seem to be charging the batteries. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (charger is not charging batteries) was confirmed. The cause of the charger not charging the pt's batteries was a defective power supply brick. The root cause of the faulty power supply brick cannot be positively determined. The charger was otherwise fully functional. No adverse event resulted from the defective power supply brick. The pt received a replacement battery charger.